Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstances that led to the sudden changes in urinary control and fecal incontinence were that the patient had to rush to the bathroom immediately, they dripped a lot and often, and had some bed wetting. The step taken to resolve the sudden changes in urinary control and fecal incontinence was that the patient talked to the manufacturer and was walked through using the remote. The sudden changes in urinary control and fecal incontinence had somewhat been resolved, however the bed wetting had increased.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had changes to bowel function. The patient had urinary leakage, urgency, frequency, fecal in continence, and nocturia due to a sudden change in therapy or symptoms. The fecal incontinence started after the urinary issues in (B)(6) 2016. The urinary issues began in (B)(6) and the patient increased stimulation on (B)(6) 2015. The patient increased stimulation from 1.2v to 2.2v all in one day. The patient still had issues with their bowels. There were no falls or trauma related to the event and the issue was not related to positional movements. The patient decreased stimulation to 1.4v and would monitor their symptoms before making further adjustments. The patient had an appointment to see their gastrointestinal health care provider (hcp) on (B)(6) 2016. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.